Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow up report will be submitted. Device remains implanted in the patient.

Event description:
The patient had an initial procedure with a powerlink device. Implant date is unknown. The discovery of the aneurysm growth occurred during computed tomography on a follow-up visit. It displayed an endoleak 3a between the top of the bifurcated graft and the cuff that appeared to not be properly apposed. The physician elected to repair the type 3a endoleak by implanting a bifurcated stent and a suprarenal extension. No injury to the patient.